Event description:
It was reported by the customer that a pyxis medbank system cubie lid failure. The customer stated that unable to open cubie for the med furosemide 20 mg. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the cubie failure. The technical support specialist remoted in and checked bin 04 04 was unable to open. Tested through tester and able to eject. The system functioned as intended after the technical support specialist troubleshooted the device.